Event description:
It was reported the lead was not right. The lead gave out due to the lack of supportive flesh. The patient thought their yoga was affecting the lead. The patient had to increase stimulation up to 5.0v. Stimulation would get uncomfortable. The device was replaced. The patient did not have concerns regarding their device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later indicated that patient leads become dislodged, because she was very active and did yoga, and did not have much body fat/padding.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v872521, implanted: (B)(6) 2012, product type lead; product ID 3093-28, lot # v872521, implanted: (B)(6) 2012, product type lead. (B)(4).